Event description:
(B)(4) - the dealer reported that the (B)(4) mechanical wheelchair wheels bolts were falling, and it was wobbly, creaking and noisy, even after being tightened. There was no injury reported.